Event description:
Pt underwent suction with 8mm cannula. Gentle curettage was performed at the same time. Curettage tip broke off inside pt's uterus. Tip removed with sponge stick. No perforation occurred.